Manufacturer narrative:
Follow-up #1: (B)(6) 2015. On (B)(6) 2015, the patient¿s wife contacted lfs to confirm there were no issues with the subject meter; she claimed her husband had actually misplaced the subject meter and did not wish to purchase a new one. Based on the additional information, there is no evidence that the product malfunctioned therefore the classification of this complaint is being updated and ruled out.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging fading display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.